Event description:
Additional information received from the healthcare provider reported that they felt that the numbness was most likely related to the stimulator. The doctor saw the patient a little over a week prior to the report and they were most likely going to remove the device. No date had been set at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The patient reported the implantable neurostimulator (ins) hadn't helped them since implant because stimulation kept causing them to fall, and even caused her to break her ankle from a fall. The patient had programming multiple times since 2012. It was further reported the manufacturer's representative (rep) was aware of stimulation causing numbness in her leg since she got her implant, and she met with them multiple times for programming as a result. It was noted the patient shut their device off nine months prior to (B)(6) 2015. Relevant medical history includes non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer via a manufacturer representative reported that the patient had not charged their device in approximately one year prior to the report. They were not charging because they believed the device caused the numbness leading to their fall. The patient did not want to perform a trickle charge on their device. The device, battery and leads, were planned to be explanted at a future date but no date had been set.

Event description:
Additional information received from the healthcare provider reported that the numbness is a symptom that started with implant. The patient had a predisposition to falls and had a foot problem. The numbness had been persistent since implant and was a new presentation.